Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event on (B)(6)2024. The glucose level was high (specific value was unknown) and the patient was treated with correction bolus via pump. No further information available.